Event description:
A lensar distributor representative reported that a doctor had a capsule rupture and the capsule was an incomplete cut around most of the circle.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.